Event description:
It was reported that the implantable pulse generator (ipg) device was found to be at elective replacement indicator (eri) as most recent device interrogation. It was also reported that the ipg device prematurely hit eri and switched modes to vvi 65. The patient was very symptomatic due to loss of av association. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed (B)(4) 2011.

Event description:
It was reported that the implantable pulse generator (ipg) device was found to be at elective replacement indicator (eri) as most recent device interrogation. It was also reported that the ipg device prematurely hit eri and switched modes to vvi 65. The patient was very symptomatic due to loss of av association. Therefore, the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. High battery impedance leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. Ramware version 8 installed (B)(6) 2011. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.